Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored egm, post-paced t-wave oversensing was observed on the ventricular channel of the implantable cardioverter defibrillator. Programming modifications were performed.